Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. The capsular bag broke and the lens was removed. When lens was removed from the eye, the lens tore. No widen incision and no suture required. The reporter stated the cause was due to pt's anatomy. There was no product malfunction. The lens was discarded.

Manufacturer narrative:
(B)(4) - no product allegation against the product - lens was discarded. Conclusions - other, based on the complaint history, the root cause of the event has been determined to be due to a pt related condition and was not lens related. (B)(4).